Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced elevated blood glucose (bg) levels (over 600 mg/dl) due to the pump's total daily insulin setting needing adjustment. Customer administered correction injections to address the elevated bg levels. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.